Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. It was indicated that the device cycled appropriately; therefore. The cause was suspected to be sub-cuff atrophy. There were no further patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.